Event description:
The foam tip plunger of an msi-pf injector, overrode a cc4204bf model lens, diopter +24.0, while it was being inserted and tore the lens. The lens was implanted and the surgeon enlarged the incision slightly to remove the lens. Sutures were not required to close the incision. A sfc-25 fp cartridge was used, lot number unk.